Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage connectors, replaced the foot switch, reloaded configuration files, and performed a filament calibration. The system operates as intended.

Event description:
The customer reported the system intermittently displayed filament regulator error messages and shut down. No pt injury was reported.